Manufacturer narrative:
Insulin pump received with missing segments/partial display due to bleeding lcd glass. However, insulin pump passed self-test and displacement test. Insulin pump had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated there were black marks on the screen and was not able to read the active insulin. The customer was assisted with troubleshooting. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.